Manufacturer narrative:
(B)(4). Unit was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests due to critical pump error (open book image) alarm. Unit received with cracked case (battery tube), pillowing keypad overlay and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.